Manufacturer narrative:
The third party service agent replaced the main keypad assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. The device was not returned to physio-control for evaluation.

Manufacturer narrative:
(B)(4). The third party service provider has performed an initial evaluation of the device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that during testing, their device did not deliver a defibrillation shock. Additionally, it was indicated that the device had its service indicator illuminated and the device had logged an event code. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
The removed main keypad assembly was sent to physio-control for evaluation. Physio further examined the main keypad assembly in a test device and was able to verify that the reported issue.  Physio observed that the contact resistance of the shock switch measured above the maximum specification.  This caused the test device to log the reported event code in its memory following a failure to deliver defibrillation energy.  Physio found that the test device would charge ok, but when the shock button was pressed (in order to deliver the energy) the test device would disarm and dump the energy charge internally.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-11/18/2019-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-11/18/2019-001c is relevant to this reported issue.